Manufacturer narrative:
The device was received with a dent in the top housing. The outer housing was removed, and the reservoir cap and ratchet gear were observed to be damaged and deformed. Damage and marks in corresponding shapes and positions to the rest of the damage was observed on the underside of the top housing and piezo. Based on the severity and alignment of the damage it can be determined that these damages occurred post-use and were not the result of manufacturing defects. A complete inspection of pod functionality was unable to be completing due to the investigation being compromised by the post-use damage. As such, a root cause for the reported communication error could not be identified. The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the needle mechanism assembly, batteries, pcb and commutator cap. Due to the internal corrosion, the pod data was not able to be recovered, the pod could not be reactivated, and the reported pod communication error could not be confirmed. It cannot be determined if the internal leak contributed to the reported pod communication error. The exact cause of the reported pod communication error could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.